Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success; therefore, no root cause could be determined. If additional information pertinent to this incident becomes available, halyard will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Please reference: 2026095-2015-00176/(B)(4). Fill volume: 400ml, flow rate: 8ml/hr, procedure: shoulder nerve block, cathplace: asku. It was reported that two different patients received pump infusions that ended sooner than expected. Patient #1 of #2: it was reported that the infusion ended in approximately 1.5 days and that the bolus button device (additional 5ml/hr) was not used often. It was reported that no patient injury occurred in connection with the reported incident. Additional information was requested, however is not available at this time. The device is not available for return.